Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No unexpected beeps noted. Insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad was not responding and the pump was beeping. Customer did not recall any significant events leading up to this issue. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).